Event description:
It was reported the central venous catheter was in place for 17 days without problem is a pt's right external jugular. When attempting to detach the dust cap, the catheter's luer hub broke. As a result, the catheter was exchanged for a new one. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4). It was noted the product number and lot number are not known.